Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/03/2015 with the following findings: a review of the black box showed two unexplained reboots had occurred. The coin slot on the returned battery cap was found to be worn. The battery cap contacts were within required specifications. The battery compartment was cracked. There was no evidence of moisture in the battery compartment. The returned battery cap was able to secure to the pump and maintain electrical connection. The pump powered on normally and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no power interruptions occurring. The pump casing was removed and no internal defects were found. The alleged power issue could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the audio bolus button cover was missing. Additionally, a cold solder connection was found on a pin on the cgm transceiver board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.